Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9 733808, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues when loading patient exams. When loading, it was noted that the ethernet cable required manual manipulation to function and the navigation system became unresponsive. The navigation system was powered down manually where it then booted to a "grub menu". The navigation system was then rebooted normally and the transfer from electronic picture archiving and communication systems (pacs) was slow. Troubleshooting found that the navigation system could echo and ping successfully but exams could not be downloaded. 6 studies were noted to be pulled prior to calling in to troubleshoot. The navigation system was unresponsive when attempting to pull and exam that contained over 100 slices. It was noted that the exams were already on the system and a reboot would be conducted. There was no patient present when this issue was identified.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733808, version #: 1.1.5 ; product ID: 9733763, version: 2.2.8 the software investigation for version 2.2.8 found for the grub menu issue that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes: b01, c10, d02 the software investigation for version 1.1.5 found for the image loading issue found that it appeared to be a network issue. There was no indication that a software anomaly contributed to the reported behavior.  Software appears to be working as designed.  Codes: b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.